Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that a patient who had a PICC line inserted about two weeks ago with a bionector as the needleless connector. The patient is receiving benzylpenicillin 2 g four times daily. Our routines have mostly been 2 posiflush before and 4 after. The var procedure defines the pressure technique and ending with positive pressure, so most staff have probably been doing this. This PICC line has occluded twice. The first time, neither aspiration nor flushing was possible, and I was advised to switch to a 2 ml syringe, which then opened it. The second time, I aspirated a blood clot. After that, it could be used again. This report addresses both devices.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of an occluded catheter is confirmed; however, the exact cause is unknown. One photograph of a powerpicc and one photograph of a syringe were returned for evaluation. An initial visual observation of the first photograph showed the syringe containing use residue with a small string-like object within the tube. This object appears to be roughly the same shape as the interior of a catheter. The second photograph shows the catheter outside of the patient with notable use residue. The distal tip of the catheter was shown in the returned photograph; however, no occlusions could be clearly seen within the catheter. No damage was observed on the devices in the returned photographs. There were no distinguishing features in the returned photographs of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of an occluded catheter is confirmed; however, the exact cause is unknown. One photograph of a powerpicc and one photograph of a syringe were returned for evaluation. An initial visual observation of the first photograph showed the syringe containing use residue with a small string-like object within the tube. This object appears to be roughly the same shape as the interior of a catheter. The second photograph shows the catheter outside of the patient with notable use residue. The distal tip of the catheter was shown in the returned photograph; however, no occlusions could be clearly seen within the catheter. No damage was observed on the devices in the returned photographs. There were no distinguishing features in the returned photographs of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.